Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and bent cannula. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer changed out their site and set. Customer realized they had a bent cannula when they changed out their set. Customer was advised a different type of infusion set would be sent out and to discard the old infusion set as they were discontinued.